Manufacturer narrative:
1 a stop shipment was issued by bci for this rotor. All inventory was pulled back, reworked, and has been re-released to inventory. The assembly work instruction will be updated to reflect test requirements for sharpness. Currently, manufacturing has implemented an in-process check for sharpness on every rotor produced. Qc has also implemented a daily check for burrs or sharp edges.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the user has cut fingers due to the sharp edges of the jcf-z rotor package, used in the j2-mi centrifuge. Affected user did not seek medical treatment.